Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned nor has the identifying lot number been provided.

Event description:
The distal tip of an invictus navigation screwdriver sheared off while inserting a screw. The detached section was removed without issue.